Manufacturer narrative:
Evaluation summary: visual examination of the returned catheter found that the separated proximal and distal sections of the catheter were returned intact on the guide wire. The outer member of the proximal catheter shaft separated approximately 38 cm from the distal end of the strain relief. The proximal end of the inner member was detached from the proximal luer. The inner member remained intact to the distal section of the catheter. There was no separation of the inner member on the catheter shaft. Additionally, there were multiple kinks observed on the catheter shaft, located approximately 85 cm from the distal tip. Conclusions: the catheter shaft separation occurred prior to reaching the target lesion and prior to inflation, and was reportedly observed during removal from the patient (still intact on the guide wire).

Event description:
Grand slam 0.014" wire was advanced to the anterior tibial (at). The catheter was not advancing towards the lesion. The physician pulled out catheter and wire to see that the shaft has snapped.